Manufacturer narrative:
The accutni sample was collected in a 13x100mm greiner serum tube and centrifuged for ten minutes at 3000g at 18°c. The sample was a full draw and normal in appearance. Accutni qc has been within the customer's established range. On (B)(4) 2011, the customer performed a routine system check which passed within instrument specifications passed. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result from one patient above the acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron access clinical system. The result was submitted out of the laboratory and the clinician requested the result to be repeated. The sample was repeated twice on the same instrument and results within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.